Event description:
Initial information received on (B)(6) 2013 processed with additional information received on (B)(6) 2013. The case has been reassessed as reportable malfunction based upon returned sample received on (B)(6) 2013. This spontaneous report was received from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss, for oral hygiene (route dental, lot number 3332d, frequency and expiration date unspecified). The consumer mentioned that the cutter of the floss got detached from the insert. The consumer tried to replace it twice and after the third time, the consumer actually lost the piece and now was using the floss by cutting it. When the consumer tried to replace that broken part, it was found that it was hard to pull out the floss as it was wounded tightly. A review of the complaint data did not reveal a trend involving lot number 3332d. A review of the device history record and history of changes did not indicate that the device failed to meet specifications. Field sample was evaluated and failed due to loose cutter. The corrective actions were directed to the potential stress during shipment of the cutter part. Disposition was confirmed. This report had no adverse event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.